Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 7 previously reported events are included in this follow-up record. Product return status: 6 devices were received. 1 device investigation type has not yet been determined.

Event description:
This report summarizes 7 malfunction events in which the device was reportedly leaking. 7 events had no patient involvement; no patient impact.

Event description:
This report summarizes 7 malfunction events in which the device was reportedly leaking. 7 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 7 previously reported events are included in this follow-up record. Product return status: 7 devices were received.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 7 events were reported for this quarter. Product return status: 4 devices were received. 3 device investigation types have not yet been determined. Event confirmation status: 4 reported events were confirmed. Evaluation results: 4 devices had no problem found. Additional information: 7 devices were not labeled for single-use. 7 devices were not reprocessed or reused.

Event description:
This report summarizes 7 malfunction events in which the device was reportedly leaking. 7 events had no patient involvement; no patient impact.